Event description:
Additional information was received indicating that the system had ongoing high, out of range, pacing lead impedance measurement greater than 2,000 ohms. All other parameters were within normal range. Isometrics and pocket manipulation were not performed as the patient was draped for a different procedure. The patient was referred to the physician. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received indicating that the system had ongoing high, out of range, pacing lead impedance measurement greater than 2,000 ohms. All other parameters were within normal range. Isometrics and pocket manipulation were not performed as the patient was draped for a different procedure. The patient was referred to the physician. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this left ventricular (lv) lead exhibited high, out of range, pacing lead impedance measurement of more than 2,000 ohms. Additional information was received that all other measurements were within normal range. A lead malfunction was suspected. No surgical intervention was performed at this time. The patient will be monitored. No adverse patient effects were reported. The device and lead remain in service.